Manufacturer narrative:
The customer¿s report that the returned pump module alarming for air in the line was confirmed. Physical inspection of the device noted the left side emitter broken off at the ail ultrasonic sensor. There were no other anomalies observed. Review of the log analysis showed records between (B)(6) 2019 and (B)(6) 2019. The device event log showed the device was not in use at reported time of event. The presence of 11 air in line alarms were noted on the reported event date of (B)(6) 2019 between 6:22am and 6:37am indicative of the ail sensor detecting air in the tubing. The last recorded infusion prior to the first ail event (B)(6) 2019 were noted at 5:35am, programmed with an initial infusion rate of 10ml/hr; vtbi 100ml. A secondary infusion was noted at 6:20:56 am, programmed with an initial infusion rate of 25ml/hr; vtbi 100ml. The first ail alarm occurred (B)(6) 2019 at 6:22am. The final ail alarm occurred (B)(6) 2019 at 6:37am. Logs recorded ail bolus limit settings at 250¿l; accumulated air enabled. Device was not in use after 01 mar 2019 at 6:40am. False air in line test infusion and oscilloscope testing were performed the device immediately alarmed for air in line. The broken ail assembly was replaced with a known good test ail assembly and re-tested using false air in line test infusion and oscilloscope testing. The device did not alarm during and was within specifications for peak-to-peak ultrasonic signal and frequency. The root cause of the customer¿s report of air in line alarm was confirmed to be broken ail assembly.

Event description:
It was reported that many nuisance ail alarms occurred during an infusion. No air or bubbles were observed in the tubing by the user. No patient harm was reported.